Event description:
Doctor was performing a turp when he noticed that the electrode loop had come off into the pt. The loop was retrieved immediately with no effect on pt. Procedure was completed and pt condition post-op was good.